Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix housing assembly was separated from the lead body and the helix was stretched/bent consistent with procedural damage. The cause of the reported event was isolated to procedural damage.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was damaged after multiple attempts to position the lead. The rv lead was explanted and replaced to resolve event. The patient was stable.